Event description:
The pt had the device implanted during a ventral hernia repair. While implanting, the sutures pulled through the device. A like device was used to support the original device. There was no serious injury reported with this event, but the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur. The initial repair was planned as a staged closure, with the pt returning to the operating room for repeated, planned surgeries to progressively close the defect. On (B)(6) 2010, the pt returned to the operating room for definitive closure and had some sloughing of the strattice, which the surgeon questioned may be an allergic reaction. Another lifecell product was used to complete the procedure and the defect was closed. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
This event involved lot: s10639-11 (exp. 05/31/2011). Device manufacture date: s10639-111: 12/30/2009. Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lots s10646 and s10639. Review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts distributed from lot s10646, including (B)(4) grafts that were reported as implanted. There were (B)(4) grafts distributed from lot s10639, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there were no other complaints reported to lifecell against either of these lots. There was no serious injury reported with this event, but the procedure was prolonged and there is a risk of serious injury if the malfunction were to reoccur.